Event description:
Reporter alleged that the inform meter began smoking in the base unit and as she unplugged the base unit, she was shocked. Reporter stated that the inform meter's base was melted and that the meter had been cleaned then docked while wet. No actions were reported taken or treatment received. A request was made for the return of the suspect device.